Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system generated an alert due to high out of range shock impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the stored records and stated the impedance started rising a few weeks prior to the alert. The patient was scheduled for in-person testing to confirm the lead integrity. The system remains in service. No adverse patient effects were reported.